Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion in a moderately tortuous and non-calcified 1st diagonal (dx) artery. The indication for the procedure was for in-stent restenosis of a 2.5x18mm non bsc stent. The lesion was predilated with a 2.5x15mm nc non bsc balloon. A taxus express2 2.5x20mm drug eluting stent was advanced to the target lesion but was unable to cross the lesion. The physician made several more attempts, but was unsuccessful. The device was removed and it was noted that the strut was flared. The procedure was unable to be completed. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination found severe damage to the distal edge of the stent and the stent moved approximately 1mm distally. The first distal row of the stent had one strut raised. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.